Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (va-lcp-2-column drp2.4 volar narr le sha, part number 04.111.531s, lot number 9822021). The subject device was returned to the manufacturer with the complaint condition stating: it was found that the plate could not be locked with the screw correctly at the most distal and the second most distal holes. Complaint is disposed as unconfirmed because it was not possible to replicate the issue (screw not returned) and there is no evidence of issues manufacturing related (available data don¿t support the complainant description). Complaint unconfirmed. Product inspection: the returned plate was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿will not tighten¿ reported in the procedure. The plate holes va_4/va_5/va_6 are visually damaged post production. The other va holes (va-1/va-2/va-3) were found conforming to specification for the features related to the complaint condition. For these features, since the va-holes are manufactured using the same cnc program and tools (repeated features), it is possible to conclude that all variable angles holes were conforming to spec. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of non-conformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Disposition: manufacturing investigation analysis (mia) is disposed as unconfirmed because it was not possible to replicate the issue (screw not returned) and there is no evidence of issues manufacturing related (available data don¿t support the complainant description). Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. It was not possible to replicate the issue (screw not returned) and there is no evidence of issues manufacturing related (available data don¿t support the complainant description). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: 1x unk tcp distal radius plate two shaft holes.

Manufacturer narrative:
Additional device product code: hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(4). A device history record (DHR) review was performed for part # 04.111.531s, lot # 9822021: manufacturing location: (B)(4), manufacturing date: 18.feb.2016, expiry date: 01.feb.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for the distal radius fracture on (B)(6) 2017, it was found that the plate could not be locked with the screw correctly at the most distal and the second most distal holes among the three shaft holes of locking compression plate (lcp) distal radius plate. The surgeon drilled the hole with the guiding block for the most distal hole; however, the plate in question could not be locked correctly when the screw was inserted. Then the surgeon drilled the hole with the variable angle (va) drill sleeve for the second most distal hole; however, the plate could not be locked correctly with the screw either. When checked by our sales rep postoperatively, the screw holes of the plate in question had been already broken. However, it was uncertain whether the screw holes were broken preoperatively or intraoperatively. There was a bone defect due to drilling at the most proximal part of the radius shaft. The surgery was completed by using another tcp distal radius plate with two shaft holes. The surgery was extended for forty-five (45) minutes. The procedure was successfully completed. No report about fragments. Concomitant devices reported: guiding block (quantity 1), screw (quantity 1), va drill sleeve (quantity 1). This report is for one (1) 2.4 mm ti va-lcp distal radius plate. This is report 1 of 1 for complaint (B)(4).